Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported ((B)(6)) during postoperative programming of the patient's scs system, stimulation could only be achieved in the right leg. X-ray taken revealed the lead had migrated. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information obtained identified surgical intervention was taken and the lead and anchor were replaced. Stimulation therapy was reportedly restored postoperatively.